Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 110.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110) has been confirmed. Upon investigation the monitor failed incoming testing and displayed a service code 110. The cause of the monitor failure was isolated to defective u1004 and u1005 components on the pca board, causing the monitor to not fire pulses. The root cause for the defective components could not be positively identified. There was no adverse event that resulted from the damaged monitor.